Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, the sheath was flushed and placed in the patient. After introducing the mapping catheter into the sheath, aspiration was performed. A steady stream of air was observed. After multiple attempts, it was decided to exchange for a new sheath. The procedure was completed without patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.